Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was cardiac arrest. At the time of death, the patient was hospitalized in the intensive care unit for an unrelated medical condition. It was not reported if an autopsy was performed. It was reported that automated peritoneal dialysis therapy was ongoing until death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Study - "patients retention program (B)(6)". Should additional relevant information become available, a supplemental report will be submitted.